Manufacturer narrative:
Device passed self test. Device received with broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. No moisture damage noted upon inspection.

Manufacturer narrative:
Device passed self test. Device received with broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. No moisture damage noted upon inspection. For (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking (esc). In addition to damage near the retainer, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Last, the retainer has 0 residual notch(es) that are still intact. Upon retesting, the p-cap is not able to be secured in place.

Manufacturer narrative:
Device passed self test. Unit received with broken retainer ring and missing reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. No moisture damage noted upon inspection. R&d disposition (B)(4): for (B)(4), the retainer and case near the reservoir region failed due to environmental stress cracking. In addition to damage near the retainer, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. Last, the retainer has 0 residual notch(es) that are still intact. Upon retesting, the p-cap is not able to be secured in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had damaged on retainer ring and crack at top of the insulin pump at retainer ring. Due to this damage reservoir got loose and leaked insulin. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.